Event description:
Correction: the initial MDR submitted on october 05, 2023 was filed inadvertently. No infection has occurred. Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023.

Event description:
Per the clinic, the patient experienced recurrent infection and tissue inflammation at abutment site (specific date not reported). Subsequently, the device was explanted on (B)(6) 2023, and the patient underwent skin revision in order to excise inflamed tissue during the same surgery.